Manufacturer narrative:
The reason for this revision surgery, the agent reported "(it was reported that on (B)(6) 2019, the patient had swelling and it was loose in knee. Patient had x-rays and it was confirmed that it was loose. Not infected had bloodwork done to make sure. Patient was taking naproxen 500 mg for the swelling and to help with the pain and meds were prescribed by surgeon. Patient was also taking methocarbamol for muscle spasms 500 mg. Patient ice most evenings for swelling and pain. Patient had a hard time walking. This was a full right knee replacement performed by surgeon at hospital. Patient had since retired. So patient saw another doctor local just for x-rays and to get some meds. Patient should not have another surgery so soon and be in this kind of pain.)." The actual length of in-vivo for the item(s) listed is unknown as the original surgery date was not provided or could be established. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. A review of the implant device history records shows that the reported component(s) used in the surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was due to the patient had swelling and it was loose in knee. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.

Event description:
Revision surgery - due to loosening and pain.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.